Event description:
Out of the box, skymed nitrile power free gloves have been noted with holes, tears, or immediate breakage when putting the gloves on. Some gloves are missing the roll at the wrist that allows for the user to pull the glove on and for it to stay in position at the wrist. FDA safety report ID# (B)(4).